Event description:
Reported per clinical trial (B)(6): on (B)(6) 2015: subject patient underwent multiple recurrent open midline hernia (3x1 cm) repair procedure during which a bard/davol ventrio hernia patch was implanted using sutures. Fascia and full skin closure was achieved using with suture and staples. On (B)(6) 2019: subject patient was diagnosed with recurrent small midline hernia at the periumbilical region. Per the study clinician, the reported adverse event has been assessed as mild in severity, possibly related to the study device and possibly related to the index procedure. The outcome for this ae is reported as not recovered/not resolved.

Manufacturer narrative:
As reported, about 4 years post-implant of the ventrio mesh, the patient diagnosed with recurrent hernia. As reported, the ae is not-resolved. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and to the procedure, however, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of surgery. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Review of manufacturing records shows product was manufactured to specification. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units released for distribution in august, 2015. Device evaluated by manufacturer: not returned - remains implanted.